Event description:
It was reported that during a splenectomy procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary - the analysis showed that one device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received partially fired and with no damage to the reload lock out spring. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.